Event description:
In late 2008, the sales rep reported that the dr was trying to remove a screw from another co's plate and the tip snapped off. Add'l info received fifteen days later, the sales rep reported that the surgeon was performing a revision surgery for failed fusion for another co, and the surgeon was having a hard time explanting the hardware. The sales rep offered our revision driver. The surgeon attempted to use the driver when the tip of the driver broke off into the screwhead. The surgeon was able to retrieve the tip, and then proceeded to explant the hardware using an add'l six different drivers from other companies before he was successful in explanting the hardware. There was a 30 minute delay.

Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Device MFR date is unk. Eval is pending upon the return of the product.